Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The air alarms were attributed to the operator repositioning the needle while the blood pump was running. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified and provided additional training regarding the correct procedure to adjust the access needle. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator was repositioning the arterial access while in treatment. A venous air alarm followed by an arterial air alarm occurred which could not be recovered. Rinseback was not performed due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.